Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation was conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was not confirmed ¿ the image was present during testing. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received.

Event description:
It was reported the subject device did not have an ultrasound image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.